Event description:
This serious unsolicited device case was rec'd from united states on (B)(6) 2012 from a consumer. This case concerns a male pt (age unspecified) whose left knee was swollen and painful and he could not even walk on it; left knee was experiencing heat and had fluid build-up in the knee after receiving treatment with synvisc injection as the injection was placed incorrectly (device positioned inappropriately). The pt's medical history was significant for previous medical device implantation with synvisc (in 2002) and euflexxa but had no problems. No past drug, other concomitant medication or concurrent condition was reported. On an unk date, the pt initiated treatment with synvisc injection at a dose of 2 ml (route of administration, frequency, batch/lot and expiration date unk) into left knee. Later on an unspecified date (monday), the pt rec'd second synvisc injection. The next day (tuesday morning), the pt's left knee was swollen and painful and he could not even walk on it. The pt was also experiencing heat in left knee and had fluid build-up in the knee. It was reported that "the pt talked with the nurse practitioner and was told that the injection placed incorrectly could be causing the symptoms." Action taken: permanently discontinued. Corrective treatment: for the events of left knee painful and left knee swollen, the pt was applying ice. Corrective treatment for the events of "could not even walk on it", "heat in left knee", and "fluid build-up in left knee" was not reported. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and the conclusion was pending for the same. Seriousness criteria: the event of "could not event walk on it" was assessed as serious per the new ime list.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a male pt who was unable to walk after receiving treatment with synvisc. Although, the role of device cannot be ruled out based on temporal and anatomical proximity; however info regarding pt's concomitant medications and medical history is needed for better assessment of case.